Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the cross-over approach from the right femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After placing a non-bsc guide wire, a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the initial inflation, the balloon ruptured. The device was removed and a 5mmx10cm non-bsc balloon catheter was advanced and predilated the lesion. A 6mm innova self-expanding stent was then implanted and post-dilated with same non-bsc balloon catheter. The procedure was then completed. No patient complications were reported.